Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was confirmed through occlusion testing. The printed wire assembly (pwa) board was replaced to fix the issue.

Event description:
The device was returned as it was reported that during testing the pump failed down pressure eo. The results of the investigation confirmed that the device failed occlusion testing. There was no patient involvement.